Manufacturer narrative:
The device code was updated. No further information was provided for the investigation. The investigation determined the event was consistent with a maintenance issue. Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ggt on a cobas 8000 c 702 module. The initial result was 160 u/l. The sample was repeated twice with results of 15 u/l. The questionable result was not reported outside of the laboratory. The ggt reagent lot number with expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sample and reagent probes. The gear pump head pressure and rinse levels were checked. The fse noted residue on top of the cuvettes and cleaned all nozzles on the rinse heads. Mechanical checks were performed. The customer ran precision tests with acceptable results. The investigation is ongoing.